Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Access site adverse event/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the access site.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.